Event description:
It was reported the healthcare provider (hcp) wanted guidance on whether patient could undergo hyperbaric treatment with her reservoir at 16.7mls with a 20ml pump. The patient was having the treatment for a condition unrelated to the pump. The hcp planned to fill the patient on the date of this report to keep the pump as full as possible, but noticed a red area over the pump. The hcp was not sure if it was infected, but he did not want to poke a needle through it. It was further reported this redness was not there last week when he last filled her. The pump was being used to deliver morphine. Specific information regarding the cause of the event, patient status, interventions or outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).